Manufacturer narrative:
Mfg site name - (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the small intestine during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the spring popped out of the handle as the clip locked into place in the small bowel and the clip failed to dislodge from the catheter. After repeated wiggling, the clip eventually released from the catheter, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: a visual examination of the returned resolution clip device noted that the device was ball end separated and the clip assembly was not returned. It was found that the coil and control wire were cut. There was also a kink in the control wire. The over sheath assembly was torn and accordioned. The cross pin was detached from the slider. The slider cover was broken and only half of it was returned. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the small intestine during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the spring popped out of the handle as the clip locked into place in the small bowel and the clip failed to dislodge from the catheter. After repeated wiggling, the clip eventually released from the catheter, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.